Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stenting procedure performed in 2009. According to the complainant, during the procedure, the physician noticed that the middle fluoroscopic markings denoting the cover were not visible. The physician proceeded to deploy the stent and noticed under fluoroscopic imaging that the distal portion of the stent was not opening. After the stent was fully deployed, the position of the stent did not correspond to the outer catheter markings and ended higher than the physician had expected. The stent had to be removed as it was blocking the airway. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Ro marker bands incorrect placement of position / ro marker bands not visible under fluoroscopy). Although, the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed.